Manufacturer narrative:
In telephone contact, it was informed that the dentist did not haveinformation about lot number of the product. Considering the surgicalmethodology, it was seen that the dentist made immediate load with a lowtorque (32n.cm), witch is not indicated. Moreover, it was seen that thedentist has used sequence of drills different than the one recommendedfor the implant installation. The investigation of the complaint wascarried out considering the analysis of the information given by thedentist in the guarantee form and visual conference of the productreturned by the dentist.

Event description:
(B)(4)¿ the dentist reported that almost 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 20n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV) and immediate load procedure was done.